Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached to it and the handle had evidence that the trip wire was secured. The ligator housing did not have any bands attached. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached, indicating from a product analysis point of view that all the bands were deployed during the procedure. It is possible that the bands could not be deployed depending on the technique used by the physician; however, there were no damages noted on the device that could have contributed to any problem of the device. Based on all available information and analysis of the returned device, the most probable root cause of the reported event is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.